Manufacturer narrative:
The console logs were consistent with what was reported in the complaint. The console was tested and the reported battery level low issue was unable to be reproduced while testing on an engineering lab bench. No evident battery issues were observed after running the batttest utility on telnet the likely cause of the reported issue was a momentary communication glitch between the power battery manager (pbm) and the batteries.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
It was reported that the automated impella controller (aic) was being utilized along with an impella5.5 pump and exhibited a battery charging issue. The aic remained on for support. No patient harm or injury was noted.